Manufacturer narrative:
No information is available at this time. This investigation will be updated should further information become available.

Event description:
It was reported that this device delivered an inappropriate shock due to undersensing of the atrial signal. Device data review revealed another inappropriate shock was delivered approximately four days later. Technical services discussed programming optimizations options. This device remains in service. No adverse patient effects were reported.